Event description:
Edwards has learned that a 25mm aortic pericardial required a valve in valve procedure due to unknown reasons. A sapien xt 26mm was successfully implanted. No patient or device information has been made avaiable. Both devices remain implanted.

Manufacturer narrative:
Method: device not returned.no product or patient information has been made available but investigation is ongoing.